Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio: 5.2; lab: 7.5; date: same day; inratio: 4.7; lab: 7.5. The caller alleged discrepant result when repeated the test with inratio meters. The results and calculation are as follows: 5.2; 4.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. As per internal procedure tr#0150 rev.2, the mean is higher than 5.00 and difference between inr's > the acceptance criteria is not accurate. Product will be investigated. The caller alleged discrepant results when repeated the test with meter. The results and calculation are as follows: inratio: 5.2; 4.7; average: 4.95; stdev: 0.35; %cv: 7.14. As per the internal procedure tr#0150 rev.2, the acceptance criterion for imprecision is a %cv of 20 or less.